Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device's paddle safety test fails with known good paddle sets. There was no patient involvement.